Event description:
The customer observed the alinity c system generated multiple error codes: 5672 error loading the reagent supply center in the processing module, 5794 reagent carousel load error, 5748 reagent transport error (loading) in reagent carousel position (3), and 9415 error on the processing module (c-series). The issue occurred on the alinity ci-series system control module (scm), sn (B)(6). The customer inspected the reagent center area and removed a loose label that was found inside the reagent carousel. There was no impact to patient results, patient management, or user safety.

Manufacturer narrative:
Additional information in h9:3016438761-10/31/23-002-ccorrected information in section g1 contact office address 1, contact office city, contact office postal code, contact office country, contact office first name, contact office last name, contact office e-mail, contact office phone number, contact office fax

Manufacturer narrative:
Further investigation into this issue found this incident may have been impacted by an issue identified in alinity ci system software v 3.4.0 or below, where if customers do not use the specified avery labels defined in the alinity ci-series operations manual for user-defined 1d reagent bar code labels, the labels may not adhere to the alinity c r1 reagent bottle. The issue has the potential to generate incorrect results and chemical or biohazard exposure. The alinity ci system software v3.4.0 on the alinity scm, sn (B)(6), failed to meet performance specification or otherwise perform as intended at the customer site; thus, a deficiency was identified. Abbott is releasing alinity ci software version 3.5.0 to correct the issue and enhance the overall system. A product correction letter was issued on 30may2023 to all alinity customers who have installed alinity system control module (scm), notifying them of the issues in alinity ci software versions 3.4.0 and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to alinity ci series to software version 3.5.0 as well as the necessary actions until software version 3.5.0 is installed.

Event description:
The customer observed the alinity c system generated multiple error codes: 5672 error loading the reagent supply center in the processing module, 5794 reagent carousel load error, 5748 reagent transport error (loading) in reagent carousel position (3), and 9415 error on the processing module (c-series). The issue occurred on the alinity ci-series system control module (scm), sn (B)(6). The customer inspected the reagent center area and removed a loose label that was found inside the reagent carousel. There was no impact to patient results, patient management, or user safety.